Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/30/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings:a review of the pump¿s black box history showed that replace battery alarms were recorded. No replace battery alarms occurred during investigation. The pump¿s electrical current draws were found to be within the required specification. There was no evidence of corrosion or cracks found in the battery compartment or on the battery cap. The pump case was removed and no defects were found to the power circuit. The complaint of the short battery life was observed in the pump history but was not able to be duplicated during investigation.